Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015 upon sensor pod removal, sensor wire detached from sensor pod. Patient removed transmitter prior to sensor removal which is against user guide recommendations. The foreign patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and the sensor wire was detached from the housing puck. The reported event of a detached sensor wire was confirmed. It should be noted that in the dexcom g4® platinum continuous monitoring system user's guide states: do not remove the transmitter from the sensor pod while the pod is attached to your skin.

Manufacturer narrative:
(B)(4).